Event description:
The patient was a relief study patient (B)(6) who received two leads from the same lot number. It was reported, the patient's ((B)(6)) leads migrated and were explanted and replaced. The patient's issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.